Event description:
Essure coils placed in (B)(6) 2013. Started having side effects not listed in device literature after placement. Stabbing pains in lower abdomen/pelvic area where coils are located. Increased frequency of urination. Bloating and weight gain. Mid cycle (ovulation) pain that have never had before. All over joint aching pain this winter, now is just located in hip area.